Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of a thoracic aortic aneurysm at ascending aorta and aortic arch with conformable gore® tag® thoracic endoprostheses. During removal of a gore® dryseal sheath with hydrophilic coating, the right external iliac artery dissected. It was reported that the diameter of the right external iliac artery was smaller than the outer diameter of the sheath; however, the measurement of the access vessels was not available. The dissection was repaired by implanting bare metal stents. Final angiography showed exclusion of the aneurysm and dissections, and good perfusion to the three arch vessels. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal sheath with hydrophilic coating instructions for use, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma.